Event description:
(B)(4). Customer stated unknown. Found bad nicad and lithium batteries for they were old and depleted. Also channel b had a bad slide link, and a missing dust cap. Replaced them with new parts. (B)(4). There was no patient involvement.

Manufacturer narrative:
This reported event and subsequent repairs were investigated through the service repair process. Failure data and parts-used information were reviewed for the sap and track wise files and found relevant to the service repair. A review of the device service history record was performed from the date of manufacture to the date corresponding to this service notification number. The device was previously returned for service related to the complaint or service history. The database showed no quality notifications were opened for the device. A review of the device history record showed the device had a manufacture date of 19sep2012. The review was performed from the date of manufacture to the date of product release for distribution. A review of the device history record in sap for sn (B)(6) was performed which confirmed that this device was not involved in a production failure which correlates to the customer reported issue. A review of the complaint history for sn (B)(6) was performed in bd2 trackwise which confirmed similar complaints with the same or related failure mode. The customer stated that there was no patient involvement.

Manufacturer narrative:
This reported event and subsequent repairs were investigated through the service repair process. Failure data and parts-used information were reviewed for the sap and track wise files and found relevant to the service repair. A review of the device service history record was performed from the date of manufacture to the date corresponding to this service notification number. The device was previously returned for service related to the complaint or service history. The database showed no quality notifications were opened for the device. A review of the device history record showed the device had a manufacture date of 19sep2012. The review was performed from the date of manufacture to the date of product release for distribution. A review of the device history record in sap for sn (B)(4) was performed which confirmed that this device was not involved in a production failure which correlates to the customer reported issue. A review of the complaint history for sn (B)(4) was performed in bd2 trackwise which confirmed similar complaints with the same or related failure mode. The customer stated that there was no patient involvement. Device was not returned to manufacturing facility.

Event description:
(B)(4). Customer stated unknown. Found bad nicad and lithium batteries for they were old and depleted. Also channel b had a bad slide link, and a missing dust cap. Replaced them with new parts. (B)(4). The nicad batterystill is in good condition, the lithium battery is low voltage that lost calibration parameter. Replaced it a new lithium battery only. (B)(4). There was no patient involvement.